Manufacturer narrative:
It was reported that during an aneurysm coil embolization after placing a 7x21 coil for framing, a second framing coil, a 6x9 was inserted but the loop was too large for the aneurysm sac. The coil was changed to a rdfl trufill dcs orbit complex fill coil. When placing a 5x10 after 7-8cm of the coil was introduced in the aneurysm, the coil could not be advanced or retrieved and the coil stretched. The coil and prowler select lp es 45 microcatheter (mc) were removed as a unit, and the coil was stretched but still detached to the delivery system. The same mc was repositioned over a guidewire to the target site and after successful placement of a 4x7 coil a 3.5x9 trufill dcs orbit mini fill coil was advanced; however, when 8-9cm of the coil was in the aneurysm sac, the same incident happened again. Both devices were removed as unit and the coil was stretched. The procedure was continued with placement of 3x6, 2x2 coil delivered through the same mc with no adverse events. No kink on the mc or guiding catheter was reported. The procedure was treatment of an unruptured left posterior communicating artery aneurysm with a height of 7.8mm x 5.6 with a 2.7mm neck. There were no other vessel anomalies. A continuous and dedicated flush was utilized with the mc. The mc was reshaped utilizing the shaping mandrel with no damages noted after reshaping. The mc was not placed at an acute bend. There was no resistance between the guidewire and mc when accessing the target site and no resistance at anytime during advancement of the coils through the mc. The mc was not repositioned while the coils were deployed or partially deployed out of the distal end of the microcatheter. A one to one relationship of the coil and delivery tube was verified with fluoroscopy with repositioning until the stretching of the coil was noted. It was reported that it is possible that coil entanglement with previously placed coils contributed to the events. The same prowler select lpes 45 was utilized to complete the procedure with the 3x6 and 2x2 coils. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was received zipped with several residues of blood inside of it. Part of the embolic coil, gripper and support coil were inside of introducer. Embolic coil was still attached to the gripper. The coil was stretched at the proximal end and presented kinked section on the distal side. Kinks were noted in the hypotube. Support coil and part of the embolic coil could not be removed from the introducer due to the several residues of blood. The od of the delivery tube was measured and was found within specification. Embolic coil and gripper were inspected under microscope analysis and residues of blood were observed along the coils. The stretched and kinked condition of the coil was confirmed. The gripper presented no damages. Residues of blood were removed and after that the support coil and embolic coil were removed from the introducer and at this time no other damages were noted on these components or on the gripper. Functional test could not be performed due to the conditions of the received product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15000004 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported inability to advance or withdraw the coil during positioning in the aneurysm could not be evaluated; however the reported stretching of the coil was confirmed. The kinks noted in the support coil and the stretched condition in the embolic coil could have affected the failure reported as resistance friction. The cause of the stretched condition in the embolic coil could be the handling/manipulation of the unit. Additionally the residues of blood noted inside of the introducer may be an indication of an inadequate flush as outlined in the IFU, which may have contributed in the reported failures. Neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process; in addition, the device meets with the od specification according the manufacturing specifications. Inspections are in place to prevent these kinds of damages leaving from the facility. It was reported that there was difficulty inserting and withdrawing the coils after partial insertion into the aneurysm with loss of one to one indicating stretching of the coil. In both cases, smaller coils were then able to be successfully placed in the aneurysm. Although no definitive conclusion can be made, aneurysm characteristics and size along with device selection, manipulation and interaction with previous coils may appear to have resulted in stretching of the coils resulting in the difficulty maneuvering the device which were then withdrawn as a unit with the microcatheter as outlined in the IFU. Based on the device history record reviews and analysis of the returned devices, there is no indication of any device design or manufacturing related issues. Procedural and handling factors appear to have possibly contributed in the reported events. Therefore no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00323 and 1058196-2010-00324.

Event description:
After frame was made with a 7x21 coil, a second frame coil 6x9 was inserted but the loop was too large for the aneurysm sac. The coil was changed to a 5x10 coil, and after 7-8cm of the coil was introduced in the aneurysm, the coil could not be advanced or retrieved. The coil and (mc) microcatheter (prowler select lp es 45) were removed as a unit, and the coil was stretched. After the event, a (mw) microwire and the same mc were placed at the site, a 4x7 coil was successfully placed. Then, another 3.5x9cm coil was advanced, but when 8-9cm of the coil was in the aneurysm sac, the same incident happened again. Both devices were removed as unit, and the coil was stretched during insertion. The procedure was completed with 3x6, 2x2 coil delivered through the same mc. No kink on the mc or guiding catheter was reported. The target site was a normal and without anomalies left (pcom) posterior communicating artery with an unruptured aneurysm height of 7.8mm, neck (2.7)x width 5.6mm. The 6x9 coil catalog number was 637cf0609, but there were no problems with this device.

Manufacturer narrative:
Other devices used consisted of an envoy 6f mpd, prowler select lp es str, prowler select lp es 45, agility 10 soft. There was not resistance between the gw and the mc when accessing the target site or during advancement of the coil through the mc. The mc was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the mc (i.e. Was the coil used like a gw to reposition the mc). During insertion, a one to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning, and the one was lost due the coil stretching. A constant and dedicated saline source was utilized with the microcatheter, and the microcatheter was not placed at an acute bend. The microcatheter was reshaped with the shaping mandrel, and not damages were noticed after the reshaping was completed. Both units are going to be returned for analysis, and both coils remained attached. Medications given consisted of aspirin 150mg, plavix 300mg for 3 days in case he uses a vrd, heparin 5000unit during the procedure. The patient status post procedure as compared to pre-procedure was stable, and without any adverse event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15000004 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records or excursions were found for lot 15000004. This one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00323 and 1058196-2010-00324. Additional information will be submitted within 30 days upon receipt.